Manufacturer narrative:
This report is a duplicate of MFR-2916596-2017-01709. Due to the use of a new complaint handling database, we are unable to submit a follow up associated with the previous MFR number. This duplicate regulatory report is being submitted intentionally to ensure appropriate tracking and submission of the supplemental report upon closure of the investigation. Since new information has not been provided to abbott, 18jun2019 is the aware date. The lot number was requested, but was not provided. The implant date was unknown. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the graft was implanted on an unspecified date. It was reported that the physician found an occlusion and decided to remove the artificial vessel. After removal, a yellowing point was observed, which seemed to be a little weak. No further information was provided.

Manufacturer narrative:
Investigation conclusion: deterioration of the graft was confirmed during the evaluation of the returned graft material. The center reported that the patient had an occluded shunt and elected to remove the vectra graft. An area of ¿yellowing¿ was observed after removal. Two sections of graft material were returned in a jar of fixative solution. One of the graft segments did not show any signs of having been implanted. The second graft segment was covered in normal tissue ingrowth. A portion of the tissue ingrowth appeared to have been removed, exposing the underlying graft. This area appeared to be the ¿yellowing¿ that was reported. The graft reinforcement monofilament was visible in this area and a section of the exposed monofilament has become separated from the graft. The underlying graft appeared unremarkable. The evaluation could not conclusively determine if the exposure of the graft reinforcement was due to the explantation process and removal of the normal tissue ingrowth. Both graft segments were sent to an outside lab for further analysis. The analysis confirmed deterioration of the graft consisting of the thinning of the outer textured layer with the most external reinforcement fibers located within the exterior tissue ingrowth, rather than the textured graft layer. The graft segment that did not appeared to have been used showed no attached adventitia, minimal hemorrhage on the luminal textured surface, and no cellularity in the graft wall. No further information was provided. The manufacturer is closing the file on this event.